Event description:
Report received that alleges an adverse patient event while the device was in use. The documents received indicate that the patient's family members elected to use a "water bag to relieve their patient's symptoms" related to asthma. Reportedly, heated water was placed into the "water bag" and the bag was being placed onto the patient's chest. The bag was reported to "open" and "spewed its contents." The patient allegedly suffered "serious burns to their thighs, stomach and groin area" that required "immediate emergency treatment" and subsequent physical therapy. It is alleged that the event caused permanent scarring.